Manufacturer narrative:
The pump has not been returned to animas. No conclusions can be made at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2013, patient contacted animas, alleging that the buttons have a delayed response. The patient did not report damage to the rubber keypad. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.